Event description:
A malfunction alarm was reported with malf 12 displayed on the device, and while a specific blood glucose level was not provided, it showed as "high," indicating it exceeded 500 mg/dl. Customer had not taken any action yet but considered manual insulin injection therapy. Customer service provided instructions to reset the pump, which resolved the issue without recurrence. There was no requirement for third-party assistance, and the customer was advised to continue using the pump and to report any further malfunctions.